Event description:
Alleged false negative hiv result. After receiving device's hiv negative result on 10/30/96, the client told a co counselor that he had tested positive six months previously at a clinic. The counselor advised the client to follow-up with a physician and get retested. The client refused but would be willing to retest with device. Upon dissatisfaction with having to pay for another kit, the client was provided with a free device replacement, which he accepted. Co quality control (qa) immediately launched an investigation. The testing lab qa and management thoroughly reviewed test records associated with the pin for this complaint as did co qa. It was verified that the blood eluted from the testcard corresponded to the pin. No inconsistencies or deviations were found. A cross-functional team (qa, operations, development and lab testing personnel) conducted a work flow investigation (qa96-00012) which included review of documentation in the areas of the mailroom, punchroom, eia initial screening and results release. A review of the batch record, process sops, equipment and personnel were also performed. Retains from the same lot were tested with no issues noted. The team concluded that there was no evidence to contradict the result reported for this pin. The technical service lab transaction and call history for this pin were reviewed without identification of issues or problems. It was the opinion of co regulatory affairs, quality assurance and medical affairs that this was not a reportable MDR at that time. Closeout was deferred for 30 days pending the client calling back for result of the second test.